Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: patient presented with preoperative diagnosis of degenerative disc disease at l5-s1 junction and underwent anterior spinal fusion. Per operative report: a 14 mm sized 5 degree lordotic cougar medium cage was determined to be appropriate and after ensuring that the endplate preparation was adequate, a small amount of cancellous morselized allograft on the lateral side at each end was placed. A small pack of rhbmp-2/acs was packed within the cougar cage and cage was inserted. It was placed in the midline in the ap plane. The cage was felt to provide an excellent press fit without any significant mobility. A piece of gelfoam was placed over the cage to ensure hemostasis is adequate. There were no intraoperative complications. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.